Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose readings up to 400 mg/dl for approximately four hours and no backup therapy or ketone testing performed; troubleshooting included disconnecting the existing infusion site, performing fill tubing to verify drops, and placing a new infusion site with successful drop confirmation before reconnecting. Symptoms included sustained high blood glucose without reported acute complications. Outcomes included continued monitoring at home without medical intervention or hospitalization. Investigation included customer guidance and follow-up to assess glucose trend and infusion function. Investigation of this case revealed no confirmed device malfunction, with infusion delivery issues at the site considered possible given the need to replace the infusion site and restore visible flow. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.